Event description:
It was reported that the ilet displayed dosing stopped and prompted to connect cgm or switch therapy while paired to a dexcom g6, after the user entered a new sensor pairing code without inserting a new transmitter, leading to repeated sensor warmups, failed or incomplete pairing, and the need to restart the ilet and reinitiate the g6 sensor and transmitter; ultimately a sensor replacement was performed and connection was achieved with glucose readings restored. Symptoms included hyperglycemia as evidenced by a fingerstick value of 294 mg/dl, without reported ketones or adverse effects. Outcomes included temporary suspension of automated insulin delivery that was resumed after manual bg entry and successful cgm connection, with no hospitalization. Investigation included guided troubleshooting, device restart, sensor start procedures, transmitter start, and sensor replacement followed by verification of warmup and subsequent successful connection. Investigation of this case revealed a cgm pairing and setup issue resulting in loss of cgm data to the ilet and an automated dosing stop until calibration and proper sensor/transmitter start were completed, with the device functioning as designed once cgm connectivity was restored. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during cgm pairing and session start, resolved through standard troubleshooting and sensor replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.